Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-558) submitted for devices related to the same patient. Devices remain implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The driveline was not returned for evaluation as the pump remains implanted. Review of the manufacturing documentation confirmed that the driveline met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "electrical fault" alarms. It was noted in the event details that the "driveline plug fell and touched the floor" during implant. The most likely root cause of the reported electrical fault event, as investigated, is an ingress of contaminates onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminates to enter the driveline connector. The heartware hvad instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00557 and 3007042319-2015-00558) submitted for devices related to the same patient.

Event description:
It was reported from austria by the staff that while in ICU post-operatively, the patient experienced electrical fault alarms several times. It was reported that during the implant procedure, the driveline plug fell and touched the floor. Patient was prepped for the cleaning procedure with inotropes and ECG. Driveline cleaning procedure performed with 3 cycles. Patient tolerated the cleaning procedures well. Contamination found in plug. Controller exchanged. There have not been further e-faults reported. The patient is "doing fine" and is scheduled to be discharged on (B)(6) 2015. The pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report. This MFR report is one of two related to the same event.